Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the wire on the megasuturecut needle driver instrument frayed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the same grip cable is derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. The cable derailment is likely due to the cable losing contact with the pulley during wrist articulation .the fleet angle between the proximal and distal pulleys may have contributed to the derailment. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contributed to an adverse event.